Event description:
In 2006, the pt underwent cataract surgery with implantation of the crystalens. During surgery, after the lens was delivered into the eye, the physician noticed a "white spec" on the iol. The lens was removed without incident and the backup crystalens was implanted successfully. The pt's prognosis is good.

Manufacturer narrative:
H3: the device history records were reviewed and there were no discrepancies or unusual findings.